Manufacturer narrative:
Basic occlusion, occlusion, prime test and excessive no delivery test were unable to be performed due to cracked end cap. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the back of the insulin pump came off and the customer had high blood glucose for three days. The customer stated that they were able to get the device to work and felt comfortable staying connected to the insulin pump. The customer's blood glucose at the time of the phone call was 104 mg/dl. The customer stated that the device was coming apart; the entire panel, where the company logo was located, was coming off. The customer was advised to disconnect from the device because the part that came off holds the motor in and it is not safe. The discontinuation of the device was advised. Nothing further was reported.